Event description:
It was reported via repair work order that the lift power coil cable was damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Customer to perform own repairs. Customer performed own evaluation.